Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a clinical study indicated that the patient reported improvement on (B)(6) 2020 and no it rate changes were required. The event was considered resolved without sequelae on that date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving baclofen (800mcg/ml at 139.94116 mcg/day) and dilaudid (1mg/ml at 0.17493 mg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020 the patient reported severe spasms. The patient was scheduled for an intrathecal (it) rate adjustment. On (B)(6), the patient presented to the clinic and reported that they were recently hospitalized secondary to the spasticity severity. The it rate was increased due to uncontrolled spasticity. On (B)(6) 2020, the patient reported persistent pain and spasticity, and the it rate was increased. On (B)(6) 2020, the patient reported severe pain and muscle tightness, and the it rate was increased. The event required in-patient or prolonged hospitalization and was ongoing at the time of report. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. The event was possibly related to the drug. No further complications were reported or anticipated.